Manufacturer narrative:
Concomitant medical products: product ID: 3889-33 lot# va1chr1; product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 2020.11.11, UDI#: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was noted that the patient had a successful trial. However, it was reported that when the patient was brought into the or for implant, the healthcare provider noted it was obvious by the way the pocket site looked that it was infected. It was noted that the patient never reported any issues, but when the physician saw that the pocket incision site was infected, everything was removed, and the patient was not implanted. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.